Manufacturer narrative:
A visual inspection, dimensional and functional analysis was performed on the returned device. The reported difficult to insert could not be replicated due to the condition of the returned device. The reported pod damage was not noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. The reported barewire tip separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the reported difficulty loading the filter and barewire tip separation appears to be related to operational context. It is likely that during preparation of the device, and during removal from the loading tray, the tip of the barewire became compromised due to inadvertent mishandling causing the noted core separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when attempting to load the filtration element into the delivery catheter (dc) pod with a torque device during preparation of a small emboshield nav6 embolic protection system (eps), the tip of the dc was bent; however, the filtration element loaded into the dc pod with difficulty. The barewire tip was observed to be separated. Another same size device was used to complete the procedure. It is noted that blood and contrast on the filter element and handle were likely left during preparation. There was no device use or patient involvement and no clinically significant delay in the procedure. No additional information was provided.